Event description:
The device was during an unspecified procedure. Reportedly, the staples did not form properly. The surgeon resected additional tissue.

Manufacturer narrative:
02/12/1998- supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.